Event description:
Alleged when he operates trendelenburg or reverse trendelenburg, the bed will go into the correct position, but once he lets off the switch, the bed will run back into the flat position.

Manufacturer narrative:
The facility replaced the left siderail caregiver overlay to repair the bed.